Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the device has a language system switching english, error. The device intermittently automatically accesses into the service mode, and it needs to do operational checks to recover. There was no patient or user involvement.